Event description:
Journal article received: outcomes of osteoporotic trochanteric fractures treated with cement-augmented dynamic hip screw, rakesh kumar gupta, vinay gupta, and navdeep gupta, indian j orthop. 2012 nov-dec; 46(6): 640¿645 reported: a study involving 64 patients had pmma augmentation of dhs by injecting pmma cement into the femoral head with a custom made gun designed by the authors. This report is for unknown pmma cement. It was reported that a patient died on the fifth postoperative day due to medical comorbities, unrelated to the surgical procedure. No further information is available. It is not known if synthes products were used. A copy of the literature article is being submitted with this medwatch. This is 1 of 5 reports for complaint (B)(4).

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned. This device was used for treatment, not diagnosis.